Event description:
It was reported the zlu225 model intraocular lens (iol) front haptic was incorrectly positioned as the surgeon started to place the lens. The surgeon stopped and pulled away from the patient, lens was still in cartridge, and there was patient contact. It was noted the cartridge was split and leading haptic had gone through the cartridge. Through follow-up, additional information was received confirming the 1mtec30 cartridge tip was cracked and the haptic was also damaged. The procedure was completed using another iol same model and diopter. There was no patient injury, no medical intervention, and no surgical intervention. Patient status post-procedure was reported as doing well. No further information is available. This report captured the cartridge tip damage issue. A separate report captures the haptic damage issue.

Manufacturer narrative:
Additional information: section a-5 patient ethnicity: a-5 patient ethnicity. Section d-6a date implanted: not applicable, as the cartridge is not an implantable device. Section d-6b date explanted: not applicable, as the cartridge is not an implantable device. Section h3-81: the cartridge device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.